Event description:
Per provider, gear clamps are leaking. Per independent repair center statement: gear clam , heat exchanger was leaking. Replacements made. Per independent repair center statement, the unit was alarming or red light. The key failure was gear clamp is leaking. Additional malfunctions were gear clamp heat exchanger leaking.